Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
This event has been deemed non-reportable based on the investigation results that no bending was present in the working length or exposed cut wire. A visual examination of the returned device found that the working length/distal tip with exposed cut wire was twisted. An investigation of the cannulating orientation of the device by inserting the device into an endoscope found that the initial tip orientation did not meet the orientation specification of between 9:00 am and 2:00 pm due to the twisted working length/distal tip. The orientation of the distal tip could be adjusted left or right by rotating the handle and set within orientation specification. A functional evaluation found that the device would bow past 90 degrees which meets the bowing specification of 90 degree minimum. There was no bending in the working length or exposed cut wire. The condition of the returned incident device was not consistent with the complaint that the device was bent. The complaint was not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot number. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure.according to the complainant, during preparation, it was noted that the device was bent when removed from it's package. There was no noted damage to the package itself. The procedure was completed with another dreamtome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure.according to the complainant, during preparation, it was noted that the device was bent when removed from it's package. There was no noted damage to the package itself. The procedure was completed with another dreamtome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.